Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported on (B)(6) 2018 the patient became ill, ipg site became reddened, and patient went to emergency room. The patient was admitted to the hospital for surgery for irrigation and debridement of the ipg site. Pus was found at ipg site. As a result, the physician removed the ipg. The patient was discharged from the hospital on oral antibiotic therapy.